Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 assay results for an unknown number of patient samples tested on the cobas c 503 analytical unit. The physician is complaining about a positive bias for the test after switching from the c6000 c501 to the cobas pro c503. The customer no longer has 6000 installed in the lab. The following results were provided: sample 1: the initial result on the cobas 6000 was 5.5% and the repeat on the cobas pro was 6%. Sample 2: the initial result on the cobas 6000 was 5.3% and the repeat on the cobas pro was 5.8.% sample 3: the initial result on the cobas 6000 was 6.4% and the repeat on the cobas pro was 5.9%. Sample 4: the initial result on the cobas 6000 was 5.4% and the repeat on the cobas pro was 6%. Sample 5: the initial result on the cobas 6000 was 5.8% and the repeat on the cobas pro was 6.3%. Sample 6: the initial result on the cobas 6000 was 5.5% and the repeat on the cobas pro was 6.2%.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.